Event description:
Complaint alleged that the nurse call was not working. No injury reported.

Manufacturer narrative:
Technician found nurse call was not working due to broken pins on the cable. Replaced the cable to resolve this issue.